Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of around 30 to 32 mg/dl at the time of the incident. The customer is having the lows when they wear the sensor and use the pump in auto mode. The pump does not seem to give her the normal basal rates. The customer's blood glucose goes to about 220 to 240 mg/dl without the sensor. The customer was given glucose gel, sweets, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer received emergency medical assistance on 3 separate days. The insulin pump will not be returned for analysis.